Manufacturer narrative:
(B)(6). Based on this investigation, the part left biomet in conforming condition and it appears that the long post may have fractured due to a bending overload caused by rough handling, being dropped or misused.review of device history records found units released for distribution with no deviation or anomaly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a total knee arthroplasty , the vanguard cement clamp soldered pin fractured at the base during use. Another clamp was used without delay or injury to the patient.